Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that low blood glucose. Customer¿s blood glucose was reported 50 mg/dl. The customer was assisted with troubleshooting and declined to troubleshoot for low blood glucose. The product was not returned for analysis.